Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels of up to 300 (mg/dl) since may. Customer would change their infusion site and resume pump insulin therapy to treat their bg levels. Reportedly, customer reported that they leave insulin in their hot car. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to use fresh insulin and to consult with health care provider to discuss diabetes management.